Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, brown particles on the shell, and broken on the plug strap. Leak test and microscopic was performed which identified: three openings striated on the posterior and broken sharp on the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: three striated openings on the posterior assessed as surgical damage consist in the use of some surgical tool. A sharp broken on the plug strap due to an unidentified (tear) opening. No calcification was observed on the device. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side exchange from textured to smooth breast implants due to the patient¿s concern with the product and capsular contracture, baker grade not specified, " thick & calcified." Device has been explanted.